Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported inability removing the lock line was confirmed; a knot was observed in the lock line. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. The reported failure to adhere or bond to leaflets could not be tested and appears to be related to the challenging patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the line became stuck and could not be removed. If this were to reoccur, it could cause breakage and a portion of the lock line being left in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 in challenging anatomy. The right atrium was large. It was noted that due to the aorta hugger (challenging anatomy), a lot of plus knob was used and the guide tip was under maximum tension. The clip delivery system (cds) was advanced to the mitral valve. Leaflet grasping was difficult due to the anatomy. The clip deployment steps were started. The lock line was attempted to be removed, but after approximately 10cm, the line became stuck. The clip was opened, inverted and removed from the anatomy. During the procedure there was a strong curve on the steerable guide catheter and excessive m-knob was used due to the challenging anatomy. The m-knob was turned far more than 270 degrees. No clips were implanted and the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.